Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 915 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer treated with the emergency medical service. Troubleshooting was performed. The customer had visited to emergency room and was hospitalized on (B)(6) 2017 at 3:00pm. The blood glucose value when admitted to hospital was 915 mg/dl. The customer complained about hyperglycemia. Customer not wearing the pump at time of hospitalization. Customer was customer off the pump prior to hospitalization for less than 48 hours. The product was not returned for analysis.